Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and a direct correlation to heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. There were no alarms associated with the event. The patient ultimately expired on 22may2020 (reference MFR # 2916596-2020-02862). It was reported that the device was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on (B)(6) 2017. The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), lists venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. Additionally, this document explains that the hm3 lvas is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a chronic occlusion of right common carotid extending throughout right intracranial artery on (B)(6) 2019.